Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. For signs/symptoms: persisted pocket-pain due to position change of the ins battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause of the tilting was that the ins is not fixed in the pocket. The information has been confirmed/provided by the physician.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. G2: the country of the event is be. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins). It was reported that the ins tilts a little bit and there were difficulties charging the ins and it causes discomfort because the patient has to charge 45min per 19hours. Their age at consent was noted as 64 and their weight was noted as 100 kg. Diagnostic methods were noted as device interrogation/device data and the results were high charging time as of 2025-nov-21. Other diagnostic methods were noted as patient reported difficulties charging as of 2025-nov-21 and examination that the ins tilts as of 2025-nov-21. The etiology was noted as a probable relationship of the event to the device or therapy and a possible relationship of the event to the implant procedure; recharge process was noted and the other reason was specified as the ins tilts a little bit. No action was taken for interventions and the outcome was listed as ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that as of (B)(6) 2026 it was still a big burden for the patient and repositioning of the ins was planned for (B)(6) 2026.